Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe with bd precisionglide¿ needle had a broken barrel.

Manufacturer narrative:
Investigation summary: one photo was returned for investigation and observed syringe barrel tip broken. Based on the DHR records, no abnormality during production. Investigation conclusion: probably nonconformance happened after assembly process as syringe barrel tip have to be detached with needle hub. Root cause description: the complaint could not be confirmed and root cause could not be determined. Rationale: if samples are received in the future the complaint will be re-open and re-investigated.

Event description:
It was reported that a bd syringe with bd precisionglide¿ needle had a broken barrel.